Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative f10 - code 2203 - no magnet response

Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated, there was no magnet response and telemetry was intermittent. Measured data revealed a remaining longevity of 36 months, with battery data at 2.74 v, 16 ua, 3 kohms.